Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for investigation. The instrument was seized and the turning knob turned freely. Visual inspection showed that the spindle of the apparatus was completely jammed, making disassembly impossible. The spring and ball of the turning knob were missing and the fixation screw was very rough-running. The cam at the load transmission rod was sheared off. It was concluded that excessive use likely caused the reported issue; however, a complete eval was not possible due to damages. The root cause was indeterminate.

Event description:
It was reported that during a case, the surgeon was using a mini-lengthening device to distract a clavicle non-union that had shortened, when the ring fell off the lengthening apparatus and onto the drape. The surgeon picked up the ring and tried to put it back onto the lengthening apparatus. He then tried using a wrench to further distract. The wrench turned the knob, but the device would not distract. The apparatus was jammed and would not distract any further.